Event description:
Affiliate reported that an image confirmed leakage from the abdominal catheter. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the product returned was found to be that of product code 82-3111 and not that of ns-9008. The catheter end was visually inspected. The end of the catheter seems to be a clean cut. It might be possible that the catheter was cut with the edge of a sharp object. This however could not be confirmed. The catheter was tested for leaks and no leaks were noted. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.